Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated and that the cannula was not visible upon pod removal; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.